Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The balloon had not been inflated. A tear was visible on the distal shaft starting at the guidewire entry port and extending approx. 8cm distally through both the inner and outer lumen. The inner and outer lumen material was jagged and uneven at the tear site. Slight deformation was evident to the distal tip. Com: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the left anterior descending (lad) artery. The target lesion was noted to have 70% stenosis but no calcification or tortuousity. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. It was reported that the balloon failed to inflate in the lesion based on the inflation pressure of 8 atm that was applied. The procedure was completed using another medtronic stent of the same size. The lesion was not pre-dilated, the device did not pass through a previously-deployed stent, no resistance was encountered when advancing the device and no excessive force used during delivery. Same inflation device was used with other devices pre or post the inflation difficulties encountered. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.